Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rheumatoid arthritis ("ra"), hyperaesthesia teeth ("my teeth became extremely sensitive specially the front ones"), root canal infection ("a root canal"), procedural pain ("pain from surgery"), flatulence ("gas") and constipation ("constipation") and underwent tooth extraction ("I had to have two teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, abdominal pain, rheumatoid arthritis, tooth extraction, root canal infection, procedural pain, flatulence and constipation outcome was unknown and the hyperaesthesia teeth was resolving. The reporter considered abdominal pain, allergy to metals, constipation, flatulence, hyperaesthesia teeth, procedural pain, rheumatoid arthritis, root canal infection and tooth extraction to be related to essure. Concerning the injuries reported in this case , the following were reported in social media: allergy to metals, rheumatoid arthritis, hyperaesthesia teeth, tooth extraction, root canal infection, post operative pain, gas, constipation, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event pain from constipation, gas, very little pain from surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Concerning the injuries reported in this case , the following were reported in social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rheumatoid arthritis ("ra"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and rheumatoid arthritis outcome was unknown. The reporter considered allergy to metals and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case , the following were reported in social media: allergy to metals, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received: reporter added. Event added- rheumatoid arthritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("ra"), hyperaesthesia teeth ("my teeth became extremely sensitive specially the front ones") and root canal infection ("a root canal") and underwent tooth extraction ("I had to have two teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, rheumatoid arthritis, tooth extraction and root canal infection outcome was unknown and the hyperaesthesia teeth was resolving. The reporter considered allergy to metals, hyperaesthesia teeth, rheumatoid arthritis, root canal infection and tooth extraction to be related to essure. Concerning the injuries reported in this case , the following were reported in social media: allergy to metals, rheumatoid arthritis, hyperaesthesia teeth, tooth extraction, root canal infection quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) events my teeth became extremely sensitive specially the front ones, I had to have two teeth pulled, a root canal were added. Reporter,all source documents and reference section were transferred to this case. Legacy device report num- 2951250-2019-13662. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Concerning the injuries reported in this case , the following were reported in social media: allergy to metals. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.